Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of three access sites (superior, medial, and interior) in the right common femoral vein attempted with four prostyle devices after an interventional ablation procedure with an 8.5f sheath (superior) and 9f sheath (medial). Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices in each the superior hole and medial hole (four cuff misses total). A new prostyle device was used to achieve hemostasis at each access site (superior, medial). One prostyle device was also used to successfully achieve hemostasis at the interior access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.